Manufacturer narrative:
(B)(4). Device remains implanted.

Event description:
Patient was admitted to the hospital on (B)(6) 2016 three weeks post implantation on (B)(6) 2016 of neurostimulator and (1) csl 25cm/10mm and (1) csl 15cm/10mm. Patient presented to clinic with an incision where the lead body could be visualized. Dr. (B)(6), neurosurgeon performed an exploration of the skin flap and noted no visible signs of infection and proceeded to flush the wound and relocate the leads to a position away from the incision line. The patient's neurostimulator is currently programmed with detection enabled.